Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, smart device and the receiver that occurred on (B)(6) 2016. The issue was resolved as the patient is not currently experiencing signal loss. Explained troubleshooting techniques for resolving signal loss on receivers and smart devices. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/30/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.